Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported heart attack and patient's death. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported by the patient's son that the patient was in (B)(6) at the time of his passing and he was found unconscious at a truck stop. Son reports that CPR was performed and the customer was taken to the emergency room (ER). The son states that the patient was pronounced dead in the emergency room. Caller had received the autopsy report which documented the cause of death as coronary heart attack. Blood sugars were reported to be 500-600 mg/dl , and the caller was uncertain if the patient was using the device at the time of death. No device allegations, or malfunctions were reported to be associated with this patient death.